Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, causing inappropriate therapy to the patient. The physician noted that noise could be created just by touching the device pocket. The lead was capped and replaced. No further patient complications have been reported as a result of this event.